Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related report regarding previous driveline repair: MFR 2916596-2020-05712.

Event description:
It was reported that the patient was having continuous driveline fault alarms. Log file analysis captured driveline faults throughout the event history. There were no pump stops. It was previously reported that the patient had a successful driveline repair in the past for a broken red wire.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The system controller log file contained data from (B)(6) 2021 17:33:08 through (B)(6) 2021 12:50:52, per the timestamps. Persistent, silenced driveline fault alarms were captured throughout the log file. These alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to the mobile power unit (mpu) and battery power. Electrical continuity data recorded in the submitted log file during the driveline fault alarms showed that the values for phase 3 were significantly lower than the values for phases 1 and 2, suggesting a potential wire conductor breakdown issue within phase 3 (red and orange wires). Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-53882, and no further related events have been reported at this time. The hmii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarms, as well as how to respond to each alarm condition. The hmii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) d were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013 via customer order. No further information was provided. The manufacturer is closing the file on this event.